Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the customer's report was observed by a zoll representative in zoll (B)(6). The device is expected to be returned to zoll chelmsford for evaluation. Analysis of reports of this type has not identified an increase in trend.